Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 9.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. The penumbra smart coil's (smart coil) embolization coil windings were offset. Conclusions: evaluation of the returned device revealed that the smart coil¿s embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be experienced, and damage such as offset coil windings may occur. The smart coil was attempted to be advance through a demonstration microcatheter. While attempting to advance the returned smart coil through the demonstration microcatheter; resistance was experienced as the offset coil windings entered the proximal end of the microcatheter and the smart coil could not be advanced any further. The offset coil windings likely contributed to the resistance that was experienced during advancement into the saline-soaked tray. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak using penumbra smart coils (smart coils). During the procedure, the physician placed a lantern delivery microcatheter (lantern) and a non-penumbra marker microcatheter in the target vessel. While attempting to advance a smart coil out of its introducer sheath and into the lantern, the physician experienced resistance and the smart coil would not advance; therefore, it was removed. The physician then attempted to advance and retract the smart coil in a tray soaked with saline; however, resistance was encountered again. Therefore, the procedure was completed using the same lantern, the same non-penumbra microcatheter, a new smart coil and a non-penumbra coil. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not use a continuous flush in this procedure. There was no report of an adverse effect to the patient.